Manufacturer narrative:
Corrected: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the conduction disturbance was a bifascicular block.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient developed complete atrio-ventricular (av) block. Subsequently, a permanent pacemaker was implanted the following day. It was reported that device migration did not occur. Per the physician, the av block was not believed to be associated with the valve implant, rather that it was likely associated with the patient's previously diagnosed sarcoidosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic pulmonary valve, the patient developed complete atrio-ventricular (av) block. Subsequently, a permanent pacemaker was implanted the following day. It was reported that device migration did not occur. Per the physician, the av block was not believed to be associated with the valve implant, rather that it was likely associated with the patient's previously diagnosed sarcoidosis. No additional adverse patient effects were reported. Additional information was received clarifying that the conduction disturbance was a bifascicular block. Additional information was received which reported that the indication for valve implant was right ventricular end-diastolic volume. The valve was implanted supra-annular. Per the physician, the valve implant depth did not contribute to the conduction disturbance.